Event description:
It was reported that the balloon did not inflate or the ballon could not maintain inflation beforen use. No pt complciations were reported.

Manufacturer narrative:
The catheter was returned and examined in 2007. Leak testing confirmed leakage from a split approximately 0.057 inches long in the catheter body at the distal end of the middle form area. The split entered the inflation lumen.